Event description:
International customer reported that the device inflated with air three days after initially placing the device into service. The patient was reportedly ambulating at the time of the event. The device was removed from service. There are no reported adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.